Manufacturer narrative:
Based on the additional information provided regarding the device, kci's assessment remains the same; it cannot be determined that the alleged fungal infection, cellulitis, and possible seroma are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device passed quality control checks before and after patient placement.

Event description:
On 06-aug-2021, a device evaluation was completed by quality engineering. On 29-apr-2021, the device was tested per quality control procedure by kci service center and the unit passed the quality control checks and met specifications. On (B)(6) 2021, the device was placed with the patient. On 03-aug-2021, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged fungal infection, cellulitis, and possible seroma are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The patient was on multiple antibiotics with negative wound culture results prior to v.a.c.® therapy placement increasing risk of fungal overgrowth. A device evaluation is pending completion. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Acrylic adhesive: the v.a.c.® drape has an acrylic adhesive coating, which may present a risk of an adverse reaction in patients who are allergic or hypersensitive to acrylic adhesives. If a patient has a known allergy or hypersensitivity to such adhesives, do not use the v.a.c.® therapy system. If any signs of allergic reaction or hypersensitivity to such adhesives, do not use the v.a.c.® therapy system. If any signs of allergic reaction or hypersensitivity develop, such as redness, swelling, rash, urticaria or significant pruritus, discontinue use and consult a physician immediately. If bronchospasm or more serious signs of allergic reaction appear, seek immediate medical assistance. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area. Untreated or inadequately treated infection. Inadequate hemostasis of the incision. Cellulitis of the incision area.

Event description:
On 24-jun-2021, the following information was reported to kci by the patient: on (B)(6) 2021, the patient presented to the emergency department allegedly due to a fungal rash. The patient was given a prescription, however did not get it filled. The activ.a.c.¿ ion progress¿ remote therapy monitoring system reportedly experienced technical issues and was removed. On 15-jul-2021, clinical notes were provided to kci that noted the following: on (B)(6) 2021, the patient underwent an incision and drainage (I&d) with negative cultures and no signs of purulence. The patient was placed on intravenous (IV) antibiotic therapy and v.a.c.® therapy was initiated. The discharge summary created on (B)(6) 2021 noted, "[patient] had a wound vac though it had a poor seal and fluid was leaking around it. [Patient] developed redness around [patient's] wound that was burning and itching. It appeared to be fungal verses contact dermatitis. MRI [magnetic resonance imaging] lumbar spine was performed which showed a fluid collection - neurosurgery and plastic surgery both reviewed and agree this likely represented seroma without any clear evidence of infection." The IV antibiotics were extended another week. Patient was prescribed a week of oral antifungal medication and antifungal cream. The discharge diagnosis noted yes for fungal dermatitis, surgical site infection, and accumulation of fluid in tissues. It was recommended the patient stay in-patient until the rash started to improve, however, the patient declined. On (B)(6) 2021, the infectious disease physician noted the "patient admitted to the hospital with fevers/chills and concern for superimposed wound infection. [Patient] underwent I&d on (B)(6) 2021 with evacuation of 300cc serous fluid, cx [culture results] no growth, hardware intact, no gross signs of purulence. [Patient] was treated with IV vancomycin and cefepime for several weeks... The patient continued IV antibiotics through yesterday so has not yet transitioned to oral therapy". Wound swab cultures on (B)(6) 2021 was positive for two different fungi. "Patient had issues with wound vac at home and developed intense burning around the wound vac site with erythema so [patient] presented to the ER [emergency room]. No increase in wound drainage... CT [computed tomography] l-spine with open wound at l3-4 with some induration and fluid density". The assessment noted the principal site was surgical site infection with active problems cellulitis and accumulation of fluid and tissues. The v.a.c.® dressing lot number was not provided, therefore a device history record review could not be performed. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is currently pending completion.